Event description:
It was reported that the system with this right ventricular (rv) lead and a pacemaker showed noise over sensing that led to pacing inhibition and more than two seconds of asystole due to dependent patient. Lead measurements were all stable. A battery analysis was completed, and the related pacemaker showed a normal battery depletion behavior. Over the past several years the longevity estimates had varied only within a few months of the present performance. As the pacemaker was in elective replacement indicator it was decided to replace it along with the rv lead that was surgically abandoned. The pacemaker has been returned for analysis at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the system with this right ventricular (rv) lead and a pacemaker showed noise over sensing that led to pacing inhibition and more than two seconds of asystole due to dependent patient. Lead measurements were all stable. A battery analysis was completed, and the related pacemaker showed a normal battery depletion behavior. Over the past several years the longevity estimates had varied only within a few months of the present performance. As the pacemaker was in elective replacement indicator it was decided to replace it along with the rv lead that was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.